Event description:
This case was initially received via (B)(6) ((B)(4)) on 05-jan-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 664589) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 10 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("arthralgia"), myalgia ("myalgia"), diplopia ("diplopia") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (essure was removed via hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, myalgia, diplopia and sleep apnoea syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, diplopia, medical device removal, myalgia and sleep apnoea syndrome with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 09_jan_2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 731 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pts. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4) ) on 05-jan-2018. The most recent information was received on 17-jan-2018. This spontaneous case was reported by a physician and describes the occurrence of allergy to metals ("nickel and chrome allergy") in a 49-year-old female patient who had essure (batch no. 664589) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included hashimoto's thyroiditis. On 3-jan-2010, the patient had essure inserted. In 2012, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("arthralgia"), myalgia ("myalgia"), diplopia ("diplopia") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (essure was removed via hysterectomy with bilateral salpingectomy via laparoscopy). Essure was removed on 13-nov-2017. At the time of the report, the allergy to metals, arthralgia, myalgia, diplopia and sleep apnoea syndrome had resolved. The reporter considered allergy to metals, arthralgia, diplopia, myalgia and sleep apnoea syndrome to be related to essure. The reporter commented: the essure removal was performed after request of the patient for medical reasons. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 08-mar-2018 for the following meddra preferred term: allergy to metals. The analysis in the global safety database revealed 385 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 7-mar-2018: essure was removed via total hysterectomy with bilateral salpingectomy via laparoscopy. Intervention was performed after request of the patient for medical reasons. Reporter considered that essure contributed to symptoms.no further information expected. Event "nickel and chrome allergy" added. Outcome of events updated to recovered. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 05-jan-2018. The most recent information was received on 17-jan-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. 664589) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, 7 years 10 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arthralgia ("arthralgia"), myalgia ("myalgia"), diplopia ("diplopia") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (essure was removed via hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arthralgia, myalgia, diplopia and sleep apnoea syndrome outcome was unknown. The reporter provided no causality assessment for arthralgia, diplopia, medical device removal, myalgia and sleep apnoea syndrome with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 19-jan-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 742 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 17-jan-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.